Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to a follow up with phrenic nerve stimulation. A high capture threshold was also observed from the right ventricular (rv) lead and diagnostic imaging confirmed that the rv lead was dislodged. During the revision procedure, it was also observed that the rv lead helix was unable to extend. The lead was explanted and replaced to resolve the event. The patient was stable with no adverse consequences.